Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an impedance issue characterized as high impedance, with electrode #13 measuring 24,210. It was reported that the high impedance was not observed on the day of surgery. It was reported that no stimulation issues occurred and no patient adverse outcomes or serious adverse outcomes were experienced, and the patient was alive with no injury. Troubleshooting was performed by using alternative electrodes, and the issue was reported as resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.